Event description:
It was reported that during a gastrectomy procedure, when the jaw of the echelon3000 was placed on the stomach, closed, pre-compressed, and then fired, the jaw articulation was released to the "home" position. The device was replaced to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 09/25/2025 d4: batch #unk. Additional information was requested, and the following was obtained: 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? During firing, the angle of the articulated jaw was released and suddenly returned rapidly to 0 degrees. 2. If yes: did the device deliver any staples yes 3. If yes, were the staples formed properly? Yes. 4. If yes, was the staple line complete? Yes. 5. Did the device cut? Yes. 6. If yes, was the cut line complete? Yes. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. 8. Was there any difficulty opening the device? No. 9. If yes, how was the device removed from the patient? Na 10. If yes, did the jaws eventually open? Na the video upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a97622, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2025. D4: batch #406d28. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload no loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 406d28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #unknown. Investigation summary: this is an analysis of a video submitted to for evaluation. During the visual analysis, the following was observed: the video shows tissue supported by surgical instruments and it was observed the jaws placed in the tissue with a loaded white cartridge. At minute 00:33 the jaws is closed on the tissue. At 00:52, the anvil joint appears to have shifted in its direction. In the minute 02:36 the jaws are removed from the tissue and the entire staple line was observed to be completed. In the minute 01:31 it was observed what appears to be a piece of tissue on the staple line and is removed by a surgical instrument. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2025 d4: batch #unk investigation summary: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue supported by surgical instruments and it was observed the jaws placed in the tissue with a loaded white cartridge. At minute 00:33 the jaws is closed on the tissue. At 00:52 mark, the anvil joint appears to have shifted in its direction, however this is no clearly viewed on the video. At the 00:59 mark the knife is seen to returned to the home position as expected. At the 1:15 mark the jaws are removed from the tissue, the cut line and staple line were observed to be complete, with proper staple formation and no blending was observed. At the 01:31 mark, what appears to be a piece of tissue remanent is removed by a surgical instrument. Based on the video the event reported was not confirmed as the knife completed its firing cycle and returned to the home position as intended. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.